Event description:
It was reported that nurse had issues with her handheld computer as the parameters and diagnostic history on the handheld had disappeared due to unk reason. A company rep was present and troubleshooted the handheld computer but the history was not recovered. The nurse previously had performed a reset on the handheld when the issue was first encountered but did not resolve the event. A new handheld was provided to the nurse and the aforementioned handheld was returned to the manufacturer to undergo product analysis.